Manufacturer narrative:
The gore® cardioform septal occluder instructions for use list perforation or damage of a cardiovascular structure by the device as a potential device and procedure related adverse event. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported the physician selected a 30mm gore® cardioform septal occluder to close a 10mm x 10mm atrial septal defect. During device implant, the patient complained of chest pain. Following device implant a pericardial effusion was noted. Pericardiocentesis was performed but the bleeding didn't stop and the patient was prepped for surgery in the cath lab. A surgeon successfully treated the effusion, noting a tear in the wall of the left atrium. The device remains implanted and the patient was stable following surgery. The physician noted the left atrial disc may have been deployed deeper into the left atrium than normal.

Manufacturer narrative:
Echocardiographic case images were provided for evaluation. Intracardiac echocardiography demonstrated the delivery catheter positioned across the atrial septal defect. This was followed by formation of the left atrial disc within the mid-left atrium and complete deployment of the occluder across the defect. Additional imaging shows a pericardial effusion which continued to increase in size. The provided imaging did not confirm a root cause for the pericardial effusion.